Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No complaint received with the return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 33.5-34.3cm from the distal tip. The etfe coating was intact at this location. (B)(4).